Event description:
Nurse reported one incident in which a home patient with peripheral inserted central catheter (PICC) returned to the ambulatory center sooner than the expected 7-day follow-up. This patient was reported to have a backflow of blood into the extension set. A blood clot was noted in the extension set, which was removed by the nurse. The age of the PICC line was reported to have been less than a week old and the age of the posiflow valve was unknown. Reportedly, the facility protocol for changing the posiflow device was every 7 days, longer than the recommened center for disease control (cdc) guidelines (72 hours). This home care facility had very recently begun to use the posiflow access device at the distal hub of an extension set attached to the long term access device.